Event description:
It was reported that the customer's fill estimate was inaccurate with multiple cartridges. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new info become available, a follow up report will be submitted.